Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints did not indicate a lot-specific product quality issue. Based on available information, the reported difficult leaflet grasping appears to be due to challenging patient anatomy. The physical resistance/sticking appears to due to procedural conditions. The poor imaging appears to be due to challenging patient anatomy. A cause for the arrhythmia could not be determined. Additionally, arrhythmia is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report arrhythmia and medical intervention it was reported that this was a mitrclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted restricted posterior leaflet and imaging was challenging due to patient anatomy. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, grasping both leaflets with the clip was difficult. Then the patient experienced arrhythmia. Therefore, a pacing catheter was placed in the patient and chest compressions were administered. The patient was stabilized. The procedure continued with clip deployment. The second clip was deployed. The physician stated that the clip must have come in contact with the bundle branch during positioning. Two clips were implanted reducing mr to 2-3. There was no clinically significant delay in the procedure. No additional information was provided.